Event description:
A home patient's rn contacted a baxter technical service representative (tsr) regarding the rn wanting to change the hp's program during dwell 1/5 of apd therapy, as hp feels full (fv=2500ml). The home patient is uncomfortable with present fill volume of 2500ml, the rn wants to change program parameter, and then drain the hp. The current available parameters are as follows: fv=2500ml and lfv=1000ml. The tsr had the rn press stop and reduce fill volume to 2000ml and total volume to 11000ml per rn's quest. The tsr then had caller put the hp into a manual drain, rn will be sure patient fully drains and then will bypass hp to fill 2. Per the rn, no cycles had previously been bypassed. The rn did not want the tsr to wait on the phone line while the drain occurred and told the tsr she would call back if any help is necessary. The complaints (rn and hp) did not wish to be contacted regarding additional information for our investigation. With the information available, cause has been identified as the fill volumes were too large for the hp and the rn corrected the fill volumes to more appropriate volumes for this hp.

Manufacturer narrative:
The device was requested for evaluation; however, the home patient and rn were not interested in an evaluation of the device.